Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other mitraclip device referenced is filed under a separate medwatch report.

Event description:
This is filed to report a irregular movement with the clip delivery system (cds 20925u302). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first cds (70925u296) was advanced without issue; however, when the m knob was turned it turned in the wrong direction. Troubleshooting steps were performed which corrected the steering and the clip was implanted without any further issue. The second cds (20925u302) was advanced to the mitral valve; however, the same issue occurred. When the m knob was turned, the cds turned in the wrong direction. Troubleshooting was performed which corrected the issue and the clip was implanted successfully, reducing the mr to 1-2. It is believed that the steering issue was due to the patients severely rotated heart. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficult to position (sleeve steering issue) appears to be related to the challenging patient anatomy/morphology (severely rotated heart and a posterior a2/p2 flail). Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.